Manufacturer narrative:
Device received with unresponsive select button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Unable to perform displacement test or self test due to unresponsive button. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down button of the insulin pump was sticking. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.